Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was in the emergency room due to low blood glucose. The paramedics were contacted and transported to hospital. The customer went low, ate something treated with a shot of insulin and pump. Customer noted sensor did not go off, unable to hear alert go off on pump. Customer had a seizure, had to get a glucagon shot. The customer's blood glucose was unknown.